Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 497 mg/dl while wearing the pod between 4 and 24 hours. In addition, the pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge while sleeping. The patient had gone to the pediatrician for a sore throat and due to high ketones was told to go to the hospital. Once the patient had arrived at the hospital the patient was transferred by ambulance to another hospital, once at the second hospital the patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital the following day.